Event description:
Earlier in the day a right femoral venous catheter was placed in the patient and started on hypothermia protocol. However, blood return could be obtained through the hypothermia machine which is consistent with ruptured cuff; therefore, the right hypothermia catheter was removed and a new shorter catheter used for the left femoral vein. Per the nurse, the hypothermia machine was connected to the tubing and blood came back into the tubing causing the zoll machine to quit working. The tubing was cleared, hooked back to the patient, and the same thing happened. The line was removed and the intensivist then placed another line and the problem resolved. This could possibly have been a defect in the catheter or the line could have been punctured when the arterial line was being placed.what was the original intended procedure?right femoral venous hypothermia catheter placement per hypothermia protocol.